Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿micro usb charge port is loose, rattling¿ and ¿tm90 recharging circuitry is damaged l3¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d.10.: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 03-sep-2020, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported that last night they noticed they weren't able to completely insert the charging cord into the communicator. The patient mentioned they were in pain, but they were able to bolus and got relief from the bolus. The patient stated they tried other cords and none of them would insert completely. The agent sent a request to repair to replace the communicator due to suspected damaged connector port.